Manufacturer narrative:
(B)(4). D10: unknown - unknown tibia component - unknown. Unknown - unknown poly component - unknown. G2: foreign - event occurred in australia. H6: mechanical (g04) - femur. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial knee surgery on an unknown date. Subsequently, the patient was revised due to unknown reasons. The femoral component was revised. Attempts have been made and all available information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a1; a3 ; b4; b5; d2; d7; g1; g3; g6; h1; h2; h3; h6. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial knee surgery on an unknown date. Subsequently, the patient was revised due to infection on (B)(6) 2026. The patient experienced pain. Only the femoral component was revised.